Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump passed unexpected restart error alarm test. No unexpected restart alarm. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the esc button was unresponsive. The customer reported that they received an unexpected restart alarm after inserting a new battery. The customer's blood glucose was 103 mg/dl at the time of incident. The customer stated that they were unable to clear the unexpected restart alarm. The insulin pump will be returned for analysis.